Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) and this right ventricular (rv) lead exhibited a high out of range shock impedance measurement of 174 ohms. Also, the device recorded a high out of range shock impedance measurement of 150 ohms in february 2025. Technical services (ts) discussed reprogramming the device and possible device/lead replacement. The device was reprogrammed. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) and this right ventricular (rv) lead exhibited a high out of range shock impedance measurement of 174 ohms. Also, the device recorded a high out of range shock impedance measurement of 150 ohms in (B)(6) 2025. Technical services (ts) discussed reprogramming the device and possible device/lead replacement. The device was reprogrammed. This rv lead remains in service. No adverse patient effects were reported. Additional information was received. This rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information added to b5. Section h6 updated.